Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed an elective replacement indicator(eri). The device will be explanted. It was felt the device prematurally depleted.